Manufacturer narrative:
Additional information has been provided in d.10, h.6 and h.10 the company service representative examined the system and was able to confirm and replicate the reported event. The nonconforming lithium battery was replaced. The company service representative cleaned the host and electrical contacts. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming lithium battery. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in b.3 and b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that the system shut off during testing. An alternate system was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the machine is turning off. Additional information has been requested however, further information has not been received.